Event description:
It was reported that the pulse generator exhibited backup vvi operation during firmware upgrade while still in the box. Multiple attempts at firmware upgrade were unsuccessful; the device was not used.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory consistent with effects of telemetry interruption. The device was tested on the bench and indicated normal device characteristics. The cause of the bvvi was due to hardware, and this is consistent with anomalies associated with device upgrade procedure and not device related.